Event description:
It was reported that the left and right clutch was broken. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email: there was no patient involvement, the event occurred before use.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked and the battery was missing. A review of the event history log identified check clutch plunger lever error. During functional testing, the check clutch plunger lever error was found during the occlusion test. A combination of lead screw and both clutch halves were found slipping due to normal wear. The root cause of the issue was due to normal wear as the pump was over 8 years old. Replaced lead screw, both clutch halves, and upgraded the software. Performed preventative maintenance and all functional testing.